Event description:
The customer reported the system is not displaying images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the generator driver pcb. Sys operates as intended. (B)(4).